Event description:
The procedure was a breast implant. The doctor got a minor burn on the hand and the patient got a minor burn on the nipple. The unit was set on 35, the doctor was using non-insulated tweezers and leaning on the foot pedal. This report is for the patient's burn. Refer to 1720159-1999-00028 for the doctor's burn.